Event description:
On 06/10/2024 it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion's top jaw broke off. This occurred during a knee procedure while repairing the meniscus on (B)(6) 2024. The knee scorpion top jaw broke off while properly firing the scorpion needle through instrument. The piece was retrieved from patient and was not harmed in the incident. The case was completed using a suture lasso to pass the suture through the meniscus.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. A scorpion needle was inserted into the device's shaft to check for any obstructions. None were detected. Upon visual inspection, it was observed that the top jaw of the instrument had broken off. Numerous discolored spots and faded laser marks were also noted. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.